Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab combo result included a review of data and information provided by the customer, instrument log review, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of the log files associated with the customer¿s instrument did not identify any anomalies. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. Labeling was reviewed and found to be adequate. In-house testing of a retained reagent kit of the complaint lot was performed, and specifications were met which indicates the product is performing as expected. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it showed that the sensitivity performance of the lot is not adversely affected. Based on our investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent for lot 42104be01 was identified.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results for one patient. The sample was repeated, and the results were reactive. The following data was provided: sid (B)(6) initial result = 0.14 s/co (nonreactive), repeat results = 1.46 s/co, 2.88 s/co,1.74 s/co (all reactive) no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid number is (B)(6). This report is being filed on an international product, list number 08p07-77 that has a similar product distributed in the us, list number 08p07-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.